Event description:
It was reported that during a cholecystectomy procedure that although it was a brand-new device, the clip fell out. Another like device was used. There was no patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.